Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 28-aug-2025, during a supply change observed by a territory business manager (tbm), the ilet was rewound and primed to 100 units but no drops were seen. Instead, insulin was noted leaking from the cartridge. Neither the tbm nor the user had lot numbers available, as the supplies were already in use prior to the meeting. Blood glucose (bg) was not affected. No symptoms were reported, and no further assistance was required.